Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 67 mg/dl. Customer was attempting to change reservoir and reservoir fell out of insulin pump. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed multiple motor error alarms. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be completed and the failed battery alarm could not be confirmed due to the constant motor error alarm. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corner.